Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would reload the cartridge and resumed insulin to address the issue. A system check was then performed by tandem technical support and no issues were identified. Customer changed the necessary pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.